Manufacturer narrative:
(B)(4). A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. It should be noted the gore® tag® thoracic endoprosthesis instructions for use states ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, endoleak and aneurysm expansion.¿

Event description:
On (B)(6) 2013, a patient underwent surgical repair of a thoracic aortic aneurysm with arch replacement and an elephant trunk procedure, and then endovascular treatment from the elephant trunk to the descending aorta using two gore® tag® thoracic endoprostheses. A 31mm gore® tag® device was implanted proximally, and a 34mm gore® tag® device was implanted distally. On unknown date, a follow-up computed tomography scan reportedly revealed aneurysm enlargement (amount not reported), and a suspected type ia or type ii endoleak at the proximal send of the aneurysm. On (B)(6) 2021, a reintervention was performed. An angiograph prior to the procedure reportedly showed no significant endoleak. However, the physician suspected a slight proximal type I endoleak from between the elephant trunk and the proximal gore® tag® device due to a gap or insufficient overlap length. An additional 31mm gore® tag® device was implanted to extend to the proximal side. A final procedural angiograph revealed no endoleak. The patient tolerated the procedure.